Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. No intervention would be done at this time. The patient is fine, experienced no adverse consequence. The lead remained implanted.